Manufacturer narrative:
Correction: a medtronic representative reported that the issue was a duplicate issue to MDR 1723170-2017-04568 and was inadvertently filed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the imaging system mobile view station (mvs) computer had no line voltage. There was no patient present at the time of the issue.